Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the hospital for a routine follow-up. During the visit, the physician noted that the patient had a high heart rate of 140 beats per minute and was sent to the emergency room. Upon interrogation, the right atrial lead was noted to be capturing in the ventricle. A chest x-ray revealed the right atrial lead had dislodged. The device was reprogrammed, patient was not dependent and had a sinus rhythm of 60 beats per minute.